Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that, the insulin pump alarmed and stopped insulin delivery and there is no indication that the alarm is resolved through troubleshooting. (Rewind or prime could not be completed, -test pertaining the alarm failed self-test, displacement test, high pressure test, bolus or -the alarm could not be cleared or re occurred after troubleshooting. Was returning for unknown reason. No harm requiring medical intervention was reported. The insulin pump will be not returned for analysis.